Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator's touch screen was blank. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire field service representative (fsr) was unable to verify the customer's reported issue. The suspect device passed all testing and met all vyaire manufacturer specifications.